Event description:
The customer reported to olympus one of the dials is broken it will not turn on their evis exera ii gastrointestinal videoscope. The event occurred during preparation for use. There were no reports of harm, or injuries related to this event

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to low angulation and excessive play in the control knob. The distal end plastic was observed dented and scratched, stain on the image due to a fluid invasion on the light guide (lg) lens. Additionally, it was noted the unit buckles from insertion tube (it). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.